Event description:
The pt had a history of an appendectomy, hemiorrhaphy, trans-ischemic attacks (tia's), arthoscopic knee surgery, coronary bypass grafting, hypertension and hyperlipidemia. By ultrasound report dated 10/1999, the abdominal aortic aneurysm measured 5cm. The pt subsequently underwent cardiac eval and was found to have significant triple vessel cardiac disease. The pt underwent coronary artery bypass grafting in 1999. The pt recovered without complication. The pt had no symptoms referable to his aneurysm. The physician discussed the risk and benefits of endoluminal repair with the pt. In 2000, the pt underwent endovascular repair with the aneurx stent graft. Approx 1 1/2 months later, the pt was discharged from the hospital for which pt was admitted for renal insufficiency with a serum creatinine continuing to be in the 4 range. The pt's family reported that the pt had "18% of his total kidney function." A post-op CT scan without contrast and aortic duplex scan was scheduled in 2000. The pt was seen by pt's physician the next day. The physician told the pt that pt's completion aortogram noted normal flow to his renal arteries. The aortogram demonstrated somewhat small renal arteries with bilateral renal stenoses. The physician stated that he was not certain as to the etiology of pt's renal insufficiency. It may be a combination of "multiple things" including a drug reaction versus micro-atheroembolism versus the small amount (100cc) of contrast. The duplex scan demonstrated the aneurysm sac was the same size or slightly smaller with no endoleak. The pt was seen by pt's physician in 2000. The physician reported that the pt's renal function had improved. (Serum creatinine decreased to 2.8-3.4). A non-contrast CT scan noted an approximately 2mm increase in aneurysm diameter as compared to the pre-operative CT scan. Ultrasound by duplex noted to flow within the aneurysm sac. The physician reported a slight increase in aneurysm diameter with the stent graft in place. The physician discussed with the pt the possibility of an endoleak. The physician recommended an aortogram. In 2001, the physician discussed the potential for the aneurysm to be growing without evidence of an endoleak. Since contrast had not been used, the physician stated he was not certain that the pt had not developed an endoleak. The physician stated his suspicion was low for an endoleak, but there was a possibility of endotension (pressure within the aneurysm sac). In 2001 the physician reviewed the pt's CT scan with another physician. It is reported that there might be a slight increase in the aneurysm size. The physician believed it had increased on the order of 3mm as compared to the last CT scan in 2000. Since that time, the pt had a coil embolization of an iliolumbar collateral vessel causing an endoleak. The phsyician also stated that the graft positioning in the aneurysm sac "might be a little bit different (and it might be that) the aneurysm morphology was changing." The phsyician recommended the pt to have a CT angiogram. In 2001, the physician reported that the pt had an expanding aneurysm secondary to a type ii endoleak (collateral flow). The attempts at treating the endoleak had been unsuccessful. The physician recommended to the pt that the stent graft be explanted due to the risk of rupture. In 2001, the pt presented for open surgical repair of pt's abdominal aortic aneurysm due to an increase in aneurysm size and diameter, persistent endoleaks with unsuccessful coil embolization of an iliolumbar brnach and unsuccessful translumbar aortogram thrombosis of the aneurysm sac. During opening of the aneurysm sac, the physician reported evidence of good proximal and distal fixation of the stent graft, and there was only back bleeding from the lumbar vessels (no leakage within the stent graft). All components were intact. After removal of the stent graft, a total of three lumbar arteries were present, and were profusely back bleeding. The back bleeding was pulsatile in nature. The pt tolerated open surgical conversion well and there were no complications. The pt was transferred to the recovery room in stable condition.

Event description:
An aneurx bifurcated stent graft and its components of an unknown size were inserted for the endovascular treatment of an abdominal aortic aneurysm. It is reported the stent graft was implanted one and a half years ago. The aneurysm sizing is unknown. It is reported that the physician attempted to coil embolize the big lumbar arteries that were feeding the aneurysm sac but was unable to reach the lumbar arteries. It is reported that the physician treid to squirt some "stuff" into the aneurysm sac; however, there was no resolution. The physician elected to explant the stent graft in 2001. It is reported that the physician stated that the stent graft was very intact and well integrated. The explanted device will be returned to medtronic ave for analysis. The patient's status is unknown. Further information is unavailable.

Event description:
Additional info obtained noted the aneurx bifurcated stent graft to be 26 mm diameter x 15 mm diameter x 13.5 cm long. Analysis of the explanted stent graft has been completed. The analysis concluded that the type ii leaks were likely the cause of the aneurysm enlargement. Attempts at embolizaation of the leak were unsuccessful. A broken strut is not likely to have contributed to the aneurysm enlargement as it is not in the seal zone and did not compromise the graft material. The stent graft remained well fixated within the vessel; it is, therefore, not likely that the broken sutures that were found affected the positioning of the stent graft.